Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support developed a new left ventricle thrombus shown in echo. The impella was weaned and explanted. The patient outcome was reported as stable.

Manufacturer narrative:
The investigation for the reported thrombosis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombosis could not be determined.